Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: february 22, 2021, expiration date: february 01, 2031, part: 04.038.390s, tfna fenestrated helical blade 90mm -sterile, lot: 91p3386 (sterile). Note: helical blade was manufactured by elmira; lot 89p4217. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna helical blade perf l90 tan was returned and received at us customer quality (cq). Upon visual inspection of the complaint device the showed normal wear consistent with the device use and the explantation process which would not contribute to the complaint condition. However, the reported condition for backout/migration couldn¿t be confirmed since no such proof was provided. Functional test: a functional assessment was not able to perform on the complaint device. They are no x-ray images to show the migration/backout. The device was received with other mating device and was able to assemble without any difficulties. Dimensional inspection: feature: shaft diameter measured dimension: conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. -ti tfna fenestrated helical blade no design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: ktt. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that due to a cut out of a trochanteric fixation nail-advanced (tfna) blade, the tfna construct was explanted on (B)(6) 2021. The locking screw was used to lock the new nail. No further information provided. This report is for one (1) tfna fenestrated helical blade 90mm - sterile. This is report 1 of 1 for (B)(4).